Manufacturer narrative:
The insulin pump no cosmetic damage noted on pump assy. Constant motor error alarms noted during rewind due to out of phase motor encoder signal. Analysis was unable to confirm unexpected off no power alarms and perform displacement test due to motor error alarms. The motor position encoder error was unable to be confirmed in the alarm history due to motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a motor error alarm and off no power. The blood glucose at the time of the incident was 211 mg/dl. The customer states the pump was exposed to a high magnetic field, during an x-ray. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.